Event description:
A ventilator was returned to the MFR's service center for preventive maintenance. There was no allegation of device malfunction by the customer. The device was not in pt use. During eval of the ventilator, it was found to relieve pressure erratically (the pump valve did not consistently relieve pressure at the high pressure limit setting). The ventilator's power board was replaced to correct the problem. There was no pt harm or injury. A review of the MFR's adverse event database (03/2006-present) confirmed there have been no reported adverse events associated with this type of malfunction).